Manufacturer narrative:
An event of pericardial effusion was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022, an amplatzer amulet left atrial appendage occluder was implanted. The patient was discharged the same day following the implantation but later called complaining of chest pain. The patient was admitted to the hospital and found to have a pericardial effusion. The pericardial effusion did not lead to cardiac tamponade. A pericardiocentesis was performed, and 350ml of fluid was drained. A chest tube was left and the patient was monitored in the hospital. The patient was later discharged and in stable condition. No additional information was provided.